Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was over 600 mg/dl and other blood glucose were 392 mg/dl, 588 mg/dl, 421 mg/dl and 300 mg/dl. The customer was treated with insulin pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that drive support cap was normal. The insulin pump will not be returned for analysis.